Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "ruptured", "massive pain, swelling, and heat", "sank to the bottom of my breast" and "have a very sharp object poking my ribs which is noticeable and can be felt."

Event description:
Patient reported left side "ruptured", "massive pain, swelling, and heat", "sank to the bottom of my breast" and "have a very sharp object poking my ribs which is noticeable and can be felt." Device remains implanted.